Event description:
Additional information: it was later reported that the patient's entire device system was explanted.

Event description:
It was reported the patient had wound breakdown at the location of the pump and catheter site. The patient was taken to the operating room were a washout and re-closure of clean wounds was indicated. There were no other symptoms or withdrawal. The patient was having "good spasticity relief thru this episode". Cultures were pending. The pump contained lioresal.

Manufacturer narrative:
Catheter model # 8731sc, lot # n300955015, implanted: (B)(6) 2011, explanted: unk.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A culture was taken from the patient on (B)(6) 2012; no organism was seen. The patient returned to the hcp on (B)(6) 2012 because the patient's wounds were not healing. Another culture was taken and, again, no organism was seen. The patient had a weak immune system that inhibits his body from healing properly. Due to this, the hcp decided that the pump and catheter required removal. The system was removed and the patient was placed on oral baclofen. The hcp considered re-implanting the pump system on the opposite site of the original system. However, due to the patient's wound-healing issue, the hcp decided re-implantation was not a good option for the patient. The patient's wounds have healed and the patient was doing well.